Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-28, lot# v875083, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturer representative reported that the patient's symptoms returned and the cause of the event was unknown as no further information was provided. The manufacturer representative further reported that reprogramming was attempted by the office as a troubleshooting measure and surgical intervention occurred as a result of an explant. The issue resolved at the time of the report. The patient's medical history was unable to obtain and the status of the patient at the time of report was "alive- no injury". The issue occurred during normal use and the indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Further follow- up is being conducted to obtain information. If additional information is received, a follow- up report will be sent.